Event description:
It was reported that during use of this camera with a concomitant camera console in a knee arthroscopy procedure, it stopped functioning. The customer reported attempting to use one additional camera head and two additional camera consoles unsuccessfully. The surgery was converted to an open procedure and completed successfully. There was approximately a 45 minute surgical delay with this event. The patient required approximately 30 minutes additional recovery time, after which she was discharged as intended. The patient required no further medical intervention as a result of this event.

Manufacturer narrative:
Investigation findings: to date, an evaluation of the returned unit has not been completed. A follow-up report will be sent upon completion of the investigation. Associated MDR: 2028292-2008-00006, 2028292-2008-00007.